Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout while she was laying down reading and alarm could not be cleared. The customer changed the battery but it did not return to normal function. The customer answered yes when asked if there has been a serious injury or hospitalization but no details were provided. Blood glucose value was 222 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
This report is provided to correct the event details of our original medwatch.

Event description:
The customer did not report any hospitalization or serious injury.